Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device having charging problems. There was no report of patient or user impact. Available details indicate that the device having charging problems. Details provided in an email response indicate that the device was no longer under warranty so, the customer resolved it by themselves by ordering a new battery and the device will be returned to service. The customer ordered new battery and device will be return back to service. It has been concluded that no further action is required at this time.